Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-dec-2024. Investigation summary bd received 14 samples for investigation. These returned samples underwent functional tests, and all passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, the samples were tested for retraction lockout and all were able to be activated properly with no defects or leakage. Furthermore, a total of 30 retained samples were also subjected to functional tests. Out of these, one (1) sample failed due to sleeve leakage caused by poor sleeve recovery. However, all 30 retained samples passed the retraction lockout test, being activated properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. A CAPA has been created to document the investigation path, root cause analysis and remediation plan. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber piece did not stay in place causing blood to leak on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. E.4: FDA notified: unknown h10: related report number: na

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber piece did not stay in place causing blood to leak on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the rubber piece did not stay in place causing blood to leak. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B3: date of event: 11/22/2024. B5: describe event: it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber piece did not stay in place causing blood to leak on unspecified number of devices. No patient impact reported. E.4: the initial reporter notified the FDA on 22-nov-2024. Medwatch report # mw2024-00254194.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber piece did not stay in place causing blood to leak on unspecified number of devices. No patient impact reported.